Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of high pacing lead impedance was confirmed in the laboratory via review of device image. Further evaluation noted parylene on the "aring" contact spring. The cause of the field event was due to the parylene coating preventing contact between the spring and the lead electrode.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, high impedance was observed when the lead was plugged into the new device. The device was replaced with another new device and impedance values were back to normal. The procedure was completed without any complications and the patient was stable.